Manufacturer narrative:
H3, h6) one side tab of the returned tracker had been broken off at the tip. The other side tab was sticking as reported. Otherwise, the tracker received known good instruments without issue. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking and verification. E1. Initial reporter information cannot be provided due to the restriction by the privacy regulation. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during inspection, it was found that the violet tracker's removal button was too hard to press. The cause of the issue was suspected to be due to deterioration. There was no patient involvement.